Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old.(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima bilary stent was used during an endoscopic biliary drainage (ebd) procedure of the right bile duct performed on (B)(6), 2011.according to the complainant, during the procedure, resistance was met when attempting to deploy the stent in the right bile duct and the guide catheter stretched and broke. As a result, the stent could not be released. It was confirmed that the delivery system with the broken guide catheter were removed from the patient and no part of the device detached inside the patient. Additionally, no other damage was noted to the device. The procedure was completed with a non-bsc device (olympus quickplace).there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The delivery system and stent were returned for evaluation with the stent loaded on the delivery system via suture. Visual evaluation of the device revealed the suture to be twisted around the proximal barb of the stent. No damage was noted to the stent component. The push catheter was found kinked and the suture hole of the push catheter was found torn. The guide catheter was found stretched, however, was not broken in any location. The guide catheter was received loaded with a guidewire and could not be removed due to the guide catheter being stretched. No damage was noted to the guidewire. Functional evaluation was performed; the stent was attempted to be deployed, however, resistance was met when retracting the guide catheter and it was difficult to deploy the stent. Based on the condition of the returned device, the complaint that the guide catheter was broken was not confirmed. However, the twisted suture and the stretched guide catheter indicate difficulty in deployment was experienced and that force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a flexima bilary stent was used during an endoscopic biliary drainage (ebd) procedure of the right bile duct performed on (B)(6) 2011. According to the complainant, during the procedure, resistance was met when attempting to deploy the stent in the right bile duct and the guide catheter stretched and broke. As a result, the stent could not be released. It was confirmed that the delivery system with the broken guide catheter were removed from the patient and no part of the device detached inside the patient. Additionally, no other damage was noted to the device. The procedure was completed with a non-bsc device (olympus quickplace). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.